Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked during a bolus. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the insulin does not come out after the plunger push. The customer was advised that the reservoir would be replaced and to return the product for analysis. No further details provided.